Event description:
After continued use on a ventilated patient, the patient went into respiratory distress. It was discovered the filter was plugged, therefore it was changed out and no apparent patient harm.

Manufacturer narrative:
(B)(4). Waiting on additional circumstance and environmental factors at the time of the incident from the hospital.